Event description:
Brain lesions: cognitive changes: anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, getting lost or confused, balance disturbances/vertigo/dizziness. Cancer: other type - biopsy suggestive of basal. Chest/rib cage: pain and/or burning sensation, inflammation. Cholesterol: elevated cholesterol or triglicerides. Eyes: nerve damage, rapid deterioration, macular degeneration. Extremities (hand and/or feet): raynaud's disease. Hair: substantial hair loss not connected with medications. Hypersensitivity or allergeries to: chemicals, molds, dust or pollen. Infections: unusual chronic infections. Immune system diseases: atypical lupus. Joints: inflammation, swelling, pain/arthralgia. Liver problems: enzyme elevations. Lung problems: asthma, exercise induced hypoxia. Muscles: chronic unexplained muscle spasms, frozen shoulder, muscle pain and burning, muscle atrophy, fascitis. Skin: unexplained rashes, sun sensitive. Sleep: chronic insomnia, non-restorative sleep. General: clumsiness/drop things, misjudge distance/run into objects, and sicca.